Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Event description:
Per the physician, the patient underwent revision surgery (B) (6) 2010 (day not reported) due to an infection. The patient was treated with antibiotics (type not reported) which did not alleviate the infection. The device was explanted (B) (6) 2010. Information on reimplantation was not provided.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)